Event description:
Female consumer via phone stated that her oral-b io9 toothbrush turned off mid-brushing. The oral-b toothbrush head no longer moved and was loose. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product cannot be returned.